Event description:
It was reported the patient presented for a leadless pacemaker implant. During the procedure, it was observed there was significant noise on the device due to external interference leading to inability to interrogate. Once the external machines were switched off, the pacemaker was successfully interrogated. It was also noted the patient experience a slight effusion. No additional intervention was needed, and the effusion resolved on its own. The procedure was completed without further issue. The patient was stable.